Manufacturer narrative:
A reagent issue can be excluded as calibration and qc were acceptable. The field service engineer (fse) cleaned the measuring cell with the procedure for liquid flow cleaning (lfc) and ran calibration. The results met the acceptance criteria. The service actions resolved the issue which suggests there was contamination of the measuring cell. The investigation determined the event was consistent with a pre-analytical handling issue.

Event description:
There was a complaint of a questionable elecsys ft4 iii assay result for 1 patient tested with a cobas e801 module. The questionable result was not reported outside the laboratory. The patient¿s initial result was 2.46 ng/dl. The patient¿s sample was repeated on another module. The repeat was 1.33 ng/dl. The elecsys ft4 iii assay used was lot 54109301 and had an expiration date of 31-may-2022.